Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient met with their rep because they had been having issues getting the ins to stay charged and need the battery started back up. The ins had been dead for the last couple of weeks prior to the report and were unable to charge. The patient/rep were performing a physician mode recharge when their recharger froze, had a blank screen and started beeping every 5 seconds. The patient manually reset the recharger and it started working normally. The patient was charging with 8 coupling boxes and was not yet to 25% when they saw a por message. The patient was advised to continue charging to 50% then call their hcp or rep to see whether they should meet to clear the por message. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.